Manufacturer narrative:
Concomitant medications: aspirin 325 mg qd, niacin 500 mg qd, nsaids 2000 prn, clopidogrel 75 mg qd, simvastatin 80 mg qd, metropolo 25 mg qd and lisinopril 5 mg qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00525 and 3003742446-2012-00526.

Event description:
As per the (B)(4) study, approximately sixteen months after the index procedure, the patient underwent a revascularization due to progression of coronary artery disease. The indication for the index procedure was unstable angina pectoris. The proximal left anterior descending artery (lad) was described as having 99% stenosis, 4 mm in length, class b1 and in-stent restenosis of a cypher stent implanted on (B)(6) 2009, (lot#14105350). The lesion was pre-dilated as planned with a 3.0 x 12 mm balloon at 11 atm and 3.5 x 8 mm cypher rx (lot# 15233796) was implanted at 16.5. There were no procedural complications reported and the patient was discharged the next day. The patient had a cardiac catheterization on (B)(6) 2012, due to the ongoing symptoms of stable angina. The cath report indicated progression disease to distal lad. The study stent was found to be patent. On (B)(6) 2012, the patient underwent bypass surgery. The lesions were treated with a CABG and involved lima graft to lad, svg to obtuse marginal 1, and svg to obtuse marginals 2 and 3. Per the investigator, the event of angina was possibly related to the index procedure and possibly related to the cypher stent. The event of revascularization was reported as resolved within the same day. Per the investigator, the event was not related to the index procedure or the study stent.

Manufacturer narrative:
Complaint conclusion: as per the (B)(4) study, a patient underwent a revascularization due to progressive coronary artery disease approximately sixteen months after the index procedure. This is a (B)(6) male with medical history including hyperlipidemia, hypertension, history of angina, history of previous pci ((B)(6) 2010), history of skin rash and smoker. The indication for the index procedure was unstable angina pectoris. The proximal left anterior descending artery (lad) was described as having 99% stenosis, 4mm in length, class b1 and in-stent restenosis of a cypher stent implanted on 7/15/09 (lot#14105350). The lesion was pre-dilated as planned with a 3.0 x 12mm balloon at 11atm and 3.5 x 8mm cypher rx (lot # 15233796)was implanted at 16.5. There were no procedural complications reported and the patient was discharged the next day. The patient had a cardiac catherization on (B)(6) 2012 due to the ongoing symptoms of stable angina. The cath report indicated progression disease to distal lad. The study stent was found to be patent. On (B)(6) 2012, the patient underwent bypass surgery. The lesions were treated with a CABG and involved lima graft to lad, svg to obtuse marginal 1, and svg to obtuse marginals 2 & 3. Per the investigator, the event of angina was possibly related to the index procedure and possibly related to the cypher stent. The event of revascularization was reported as resolved within the same day. Per the investigator, the event was not related to the index procedure or the study stent. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14105350 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.